Event description:
It was reported that a display issue occurred. A 230v rotablator rotational atherectomy system was selected to treat the left anterior descending artery (lad). During preparation, the physician attempted to check the console and burr, however, the speed counter did not display the rotation speed although the burr was rotating. The connection of the fiber glass cables was checked and test the system again. The counter started working and went blank again. The speed dropped in both speed modes and then the counter disappeared. Another 1.25mm rotalink burr and advancer were used but there was no change in the functioning of the console. There was no control of the rotational speed as the counter went on and off, so, the physician decided to postpone the procedure. The procedure was not completed as the same device was unavailable. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the console and foot pedal were returned for analysis. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 75 krpm; the maximum turbine rotational speed reached was 238 krpm; the turbine speed was set to and maintained 170 krpm. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. Cosmetic issues were noted in the console while the foot pedal is in good condition. Functional check was made on both console and foot pedal and both devices functioned properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a display issue occurred. A 230v rotablator rotational atherectomy system was selected to treat the left anterior descending artery (lad). During preparation, the physician attempted to check the console and burr, however, the speed counter did not display the rotation speed although the burr was rotating. The connection of the fiber glass cables was checked and test the system again. The counter started working and went blank again. The speed dropped in both speed modes and then the counter disappeared. Another 1.25mm rotalink burr and advancer were used but there was no change in the functioning of the console. There was no control of the rotational speed as the counter went on and off, so, the physician decided to postpone the procedure. The procedure was not completed as the same device was unavailable. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).